Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received missing the end cap sticker and had minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during the priming process. The customer's blood glucose was unknown. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. She was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.